Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure was the valve manifold sticking. Additional malfunctions include the sieve beds were leaking, the heat exchanger was leaking, the gear clamp was leaking, and the power switch had no alarm.